Event description:
It was reported that during a sleeve procedure, on the 2nd firing with no buttressing the surgeon was pulsing the device as usual then noticed a piece of the sled came apart. The green cartridge was bent and damaged and looked like the knife was off course. The reload was taken out. It was not mentioned if any pieces fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged cartridge, damaged drivers, damaged one piece sled. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unk. On which firing(s) did this event occur? 2nd. What color cartridge was being used? Ecr60g. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. The analysis found that one ecr60g cartridge reload was received for analysis. The reload was received partially fired 1/5. Furthermore, the cartridge body was noted to be damaged. In addition, the returned reload was disassembled to verify the condition of the internal components and one piece sled and some drivers were noted to be damaged; no damage on deck was found. No functional testing could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.